Event description:
It was reported that the pt underwent an anterior and posterior colporrhaphy in 2005. Postoperatively, a vaginal exam noted that the anterior vaginal wall has adhered to the posterior vaginal wall, almost closing it off. The pt was not prescribed postoporative estrogen therapy and has severe vaginal atrophy, and was not postoperatively examined until 03/13/2006. The pt did complain of painful intercourse at six weeks postoperatively. Intravaginal estrogen therapy has since been prescribed and a corrective surgery has been scheduled.